Event description:
A malfunction was reported by the customer involving the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump, as the current pump was still under warranty, and instructed the customer on how to return the faulty pump. The customer was advised to contact their healthcare provider for backup therapy since none was currently available.